Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Initial reporter phone number: (B)(6). (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast augmentation with a saline mentor siltex round moderate profile 300cc and experienced deflation on the left breast implant. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implant 350cc on (B)(6) 2014. The patient had fully recovered after the surgery. The patient had not been hospitalized.

Manufacturer narrative:
On (B)(6) 2018, it was reported incorrectly that date problem observed was (B)(6) 2018. The actual date problem observed was (B)(6) 2014. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/16/18, it was reported to mentor that the device history record ( DHR) of lot number 146239 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/22/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. In addition, the date problem observed was (B)(6) 2014. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/30/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. White material was observed within the device and on the shell surface. During visual examination of the device, product evaluation team observed two rents measuring approximately 0.3 cm, one on the anterior view and the other one on the posterior. Microscopic examination of the rents edges gave no indication as to their cause. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Product evaluation team concluded that the rents occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since two rents were found on the device. Nonetheless, a microscopic examination of the rents edges was performed, and it did not provide conclusive evidence of what could be the root cause. Furthermore, at this point it is also not possible to determine the origin of the white material observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Product evaluation team concluded that the rents occurred sometime subsequent to the removal of the device from its protective packaging. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).